Event description:
Customer reported d-, weak d- typing using gammaclone anti-d (monoclonal blend) on a patient that previously typed as weak d.

Manufacturer narrative:
Tested samples of various rh phenotypes, including weak d cells, with retention anti-d, lot dmb69-4. The expected reactivity was observed in all testing. The customer did not send sample for investigation testing. It is not possible to rule out the sample as a cause of the event.